Manufacturer narrative:
(B)(4). Initial report sent to the FDA on: (B)(6) 2010. A retrospective data analysis was conducted ((B)(6) 2010) and it was determined that this file will be reported as a malfunction.

Event description:
Procedure: nephrectomy. According to the reporter: during the case, a total of three endo retractors snapped at the articulation point while holding up tissue and the kidney. No patient injury. Patient status fine. Another device used.